Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with post-operative inflammation after an eye surgery. Additional information has been requested for this case. No updates have been received at this time.

Manufacturer narrative:
Additional information in describe event or problem. (B)(4).

Event description:
Additional follow up information was received from the reporter; informed that the initial reported event "was due to their processing of the surgical instruments" and not related to the manufacturer's product. There is no additional information available as per the reporter.

Manufacturer narrative:
The lot for the reported pack used during the case in not known; therefore, lot history and device history record reviews is not possible. A sample has not been returned for this complaint. This file will be processed for closure and opened at a later date if a sample is received. The root cause of the customer's complaint is not known; a sample was not returned for investigation. With the information available to date, no evidence exists to suggest the custom pak contributed to the reported event. Viscoelastic investigation: batch documentation review / release results for the reported product lots. All batches are released according to the required specifications and all initial testing results are within specification. Information of batch records compounding and filling : no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. For your information we have attached a certificate of analysis with the initial testing results. Sample evaluation: no sample available for evaluation. Retain sample evaluation: all results on the retain sample are conform the specifications for the tested parameters. Root cause: as no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. (B)(4).